Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was not returned, reproduction tests have not been conducted, and a root cause could not be identified. Per customer¿s follow-up response, they switched out the units and ¿it's been working fine.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoprocessor exhibited e315 (unsupported scope) error code during preparation for use for a colonoscopy procedure. The user tried connecting two different scopes to the video processor and received the same error code each time. The scopes were then connected to a different video processor and there was no error message. The switch took about fifteen minutes. Other than that, there was no delay in the procedure. The patient was not under general anesthesia. The procedure was completed with the similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer had an maj-1430 video cable connected to the cv-190 when they received the e315 error code. As part of the investigation, the technician advised the customer to connect the scope to the video processor without having the maj-1430 video cable connected. The customer stated they would perform the remedial action and contact if any further assistance is required. The customer later indicated they will be sending the device for repair and inspection. The device was not returned as yet. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.